Manufacturer narrative:
The insulin pump was received with unresponsive arrow buttons due to flattened button dome switches. The insulin pump has minor scratched display window, cracked case at display window corners, broken belt clip slot and cracked reservoir tube lip.

Event description:
Customer's father called to report the insulin pump has unresponsive buttons. It was also mentioned that the insulin pump would occasionally alarm for no delivery. Blood glucose reading was over 200 mg/dl. Advised that the insulin pump will be replaced. Customer's father stated that they are waiting for insurance to approve the new insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.